Event description:
It was reported to philips that the device's ac module indicator was not lit. The device was in clinical use at the time, however, no adverse patient impact was reported by the customer.